Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the black box found evidence of normal low battery warnings and replace battery alarms. There was evidence of installation of multiple partially discharged batteries. The battery compartment and battery cap were found to be undamaged. The pump¿s electric current draws were found to be within specification. There was no evidence of damage or defect to the pump¿s internal components.